Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with a 295cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively. Both implants were replaced with gel mentor prosthesis on (B)(6) 2022.

Manufacturer narrative:
On july 14, 2022, the mentor failure analysis lab received the two devices for evaluation with different lot numbers. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for analysis results for lot 9635960. Field d64 for lot number has been updated to 9635960 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 2, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 295cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for analysis results for lot 9635960. Manufacturer¿s reference number: (B)(4).